Event description:
Patient was scheduled for a novasure endometrial ablation. While the endometrial novasure ablation was being initiated the novasure disengaged while in the uterus. The physician viewed the uterine cavity with the hysteroscope to evaluate. A possible uterine perforation was revealed. A diagnostic laparoscopy was performed for further evaluation. There was no damage to the bowel and a partial uterine perforation was noted. No further surgical repair was necessary. The novasure is an impedance controlled enometrial ablation disposable device kit.